Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's sensor displayed an inaccurate measurement. This is believed to be related to a dampened waveform. As a result, the patient may undergo a recalibration procedure via echocardiogram.

Event description:
Follow-up revealed the patient's sensor was recalibrated via echocardiogram on (B)(6) 2018. Afterwards, the patient's sensor readings remained in question. As a result, a recalibration was performed via backend and the mean was increased by 20 mmhg.